Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was able to reproduce the erbe c-34 error reported by customers and replaced the integrated electrosurgical unit (iesu) to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The iesu was analyzed, and failure analysis investigations replicated and confirmed the customer-reported complaint. The reported issue could not be confirmed using system logs. Visual inspection showed that the erbe unit was in good cosmetic condition. When tested on the system, the unit displayed error c-34 at startup, and the erbe log recorded error c-00 on 16-oct-2025. The complaint was confirmed based on the field evaluation and failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable cause of error c-34 is attributed to a faulty electrical component inside the erbe generator.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the vio-dv error c-34 occurred. Site power cycled the vio-dv however the issue was not resolved. It was advised to connect vio-dv ac power cable to wall outlet directly but the issue persisted so advised him to use external esu instead of vio-dv. The surgery continued with ft10. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: it is unknown if ports were placed before the issue was identified. The system powered on without problem, but there was multiple errors occurred for vio dv. The generator was changed to ft10 and the procedure was completed. Dvstat was contacted for troubleshooting. System was not recovered with restarting. Field service engineer (fse) visited the hospital and the vio dv was exchanged to the new one. Exchanging to ft-10 helped resolve the reported issue to continue with the procedure and it was completed robotically. There was no injury to the patient.

Event description:
Refer to h11 for follow-up information.